Event description:
Bayer case number: (B)(4). I needed to get a hysterectomy done to stop the excessive blood loss in my uterus / I had excessive bleeding [genital bleeding], menstrual cramping [menstrual cramps] , chronic back pain [chronic back pain] , chronic pelvis pain [pelvic pain female] . Case narrative: the below report was received by health authority us FDA (reference number: mw5167391) on 14-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("I needed to get a hysterectomy done to stop the excessive blood loss in my uterus / I had excessive bleeding") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criteria hospitalisation, life-threatening, medically important and intervention required), dysmenorrhoea ("menstrual cramping"), back pain ("chronic back pain") and pelvic pain ("chronic pelvis pain"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.